Event description:
It was reported that a deformed needle hub was found before use with a pen ndl 32ga 4mm 14bag 700case jp. The following information was provided by the initial reporter, "a needle hub was deformed and a patient couldn't attach to the pen."

Manufacturer narrative:
H.6. Investigation: two photos of a 32g x 4mm pen needle sample were returned from an unknown lot. No., cat. No. 320136. Visual examination of the returned photos was carried out and damage to the hub was observed. No DHR review can be carried out as lot number is unknown. This issue most likely occurred due to a jam on the machine during the manufacturing process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a deformed needle hub was found before use with a pen ndl 32ga 4mm 14bag 700case jp. The following information was provided by the initial reporter, "a needle hub was deformed and a patient couldn't attach to the pen."